Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found no kinks or damage along the hypotube, mid shaft, inner or outer shaft polymer extrusion. The crimped stent and balloon sections of the device were visually and microscopically examined and damage was noted to the most distal stent strut row with it being lifted from the stent profile. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. No issues were noted with the balloon. The tip was visually and microscopically examined and damage was noted. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
Reportable based on device analysis completed on 01-aug-2018. It was reported that crossing difficulties were encountered. The tight lesion with bend was located in the mid right coronary artery. Following pre-dilation was performed, a 20 x 2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.